Manufacturer narrative:
No parts have been received by the manufacturer for evaluation because they were discarded at the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the radiolucent long screw was damaged. This occurred post op as they were finishing the case. The screw was broken when they were pulling of the drapes. There was no delay to the procedure. No impact on patient outcome.